Event description:
Peel-away sheath split in the middle and when threading the catheter through the sheath, the catheter went out the side of the sheath versus the distal tip causing the catheter to migrate towards the neck.